Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient was prescribed with a topical pain medication. The patient was reportedly doing well following the treatment.